Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level ranged from 142-154 mg/dl. Reportedly, the customer did not have a method of backup insulin therapy and declined follow-up to ensure backup therapy was obtained.